Manufacturer narrative:
The manufacturing lot review confirmed all devices met specifications prior to release. The devices were not returned as they remain implanted, and therefore no sample evaluation was completed. A clinical assessment was completed based on the received medical records. The reported type iii endoleak of the aortic components was confirmed per still imaging only. The procedure-related harms and device, user, procedure, or anatomy relatedness of this event could not be determined with medical records/images. However, the off-label nature of the initial implant, which was an emergent use of afx due to a pre-existing rupture, likely contributed to the event. The final patient status was reported to be good post re-intervention and discharged. No additional investigation of this reported event is planned; however, if additional information pertinent to the incident is obtained, a follow-up report will be submitted. Endologix will continue to monitor this complaint and similar complaints in the event further investigation is needed. Device iteration is afx with duraply. Corrections to g4, h6: h6 result code; remove 3233. H6 conclusion code; remove 11 and 22.

Manufacturer narrative:
The devices involved in this event will not be returned for evaluation and remain implanted in the patient. If additional information is obtained at a later time that is pertinent to this event, a follow-up report will then be submitted. Device iteration is afx with duraply.

Event description:
The patient was initially treated for an abdominal aortic aneurysm (aaa) with the afx2 bifurcated stent graft, one (1) afx vela surprarenal, and one (1) afx limb stent graft outside the indications for use as an emergent treatment of an impending ruptured aneurysm (off-label use). Approximately one (1) year post initial procedure, the patient presented with abdominal pain, low blood pressure, and dizziness. The CT (computed tomography) scan showed that the suprarenal and bifurcated devices dislodged (component separation) with a type iiia endoleak and maximum aneurysm sac diameter of 9cm. The physician elected to treat the patient by implanting an additional vela device (a28-28/c95-o20v), therefore bridging between the existing bifurcated and suprarenal devices; an overlap of 7.5cm was obtained and the endoleak was confirmed resolved. As of date, there have been no additional patient sequelae reported.